Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) identified that the controller card was out of tolerance, and the retractor band cable was damaged. Fse replaced the faulty controller cards, damaged retractor band cable and reseated the row board cable connectors to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 cubies were not detected on the bus. Customer tried to reboot but issue did not resolve. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.